Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found an unconfirmed occlusion alarm which resulted in delivery interruption for about 3 hours on the complaint date. Using the returned battery cap and cartridge cap, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy was within specifications. Bolus delivery exercises were completed and recorded correctly. Unrelated to the reported delivery issue, the display showed a pinkish contrast. The battery compartment was found to have cracked from the grip pad to the case seal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was as high as 500 mg/dl, with moderate level of ketones, and symptoms of abdominal pain, atypical thirst, frequent urination, drowsiness, difficulty waking up, and nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that there was an inaccurate delivery issue since (B)(6) 2014. Review of potential causes for inaccurate delivery determined that all basal and bolus deliveries were correct and as programmed. Review of potential causes for bg issues and causes for perceived inaccurate deliveries did not identify any issue of concern. Trouble shooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.